Event description:
It was reported that the tip of the injection gold probe catheter detached. No injury was reported. During co's investigation co found that the customer wanted to only return the product and that it was not used. However, a used product was returned. It is unclear if the device was actually used during an actual procedure. The device was returned for eval, the eval has not yet begun. If the eval demonstrates a significant change in info a supplemental will be filed. A lot history search revealed no complaints on this lot number. Co has not determined if the device met its specifications. However, co is unable to determine the relationship between the device and the cause for this event.